Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to a suspected soft tissue reaction, pain and elevated metal ion levels.